Manufacturer narrative:
Initial interrogation revealed that the device had reached elective replacement indicator (eri). Our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results indicated that the monitoring voltage was normal based on therapy use and programmed settings. Although the battery itself had not depleted prematurely, two consecutive charge times in excess of the 18 second specification triggered eri earlier than expected. Engineers concluded that this device did not experience a component failure or premature battery depletion. Rather, the eri charge time indicator was declared due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.

Manufacturer narrative:
Following product return for a laboratory assessment, a follow-up report will be submitted.

Event description:
Boston scientific received information that this device was explanted due to a depleted battery. The physician alleged the battery prematurely depleted and requested the product returned for an engineering longevity assessment. No adverse patient effects were reported and replacement noted with another boston scientific device.

Event description:
Subsequently, the device was returned for evaluation.